Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing disconnected. The following information was provided by the initial reporter: material no: 2420-0007 batch(lot) no: unknown. It was reported tubing disconnected above blue joint. Clean break, tubing disconnected just above blue joint.

Manufacturer narrative:
The customer's report that the tubing ¿disconnected¿ was confirmed based on visual inspection of the as-received set sample. The set was received ¿disconnected¿ at the engagement between its upper fitment and silicone segment components due to the complete tear in the silicone segment. The root cause of the damage was unable to be identified. The torn tubing indicates that a "pull stress" was applied. The root cause of the pull stress was not identified. As the tubing damage occurred during use and was not observed during priming, it is likely that this damage was not a result of the manufacturing process. Although the root cause of the silicone segment damage could not be definitively determined, previous investigations have shown that this damage can occur during manufacturing, set loading, or as a result of excessive stretching or pulling of the tubing during use. The device history record search for model 2426-0007 could not be conducted due to no lot number being provided.

Event description:
It was reported that as lvp 20d 2ss cv tubing disconnected. The following information was provided by the initial reporter: material no: 2420-0007 batch(lot) no: unknown. It was reported tubing disconnected above blue joint. Clean break, tubing disconnected just above blue joint.